Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined.

Manufacturer narrative:
No 510(k) provided as this device is not released for distribution in the united states. Additional information: device manufacture date provided. Correction: product and related fields updated to proper value.

Manufacturer narrative:
Patient information not provided due to japanese patient privacy regulations. UDI not available for this system at time of filing. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts were returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that the registration failed, so the procedure was performed without the use of navigation. There was no impact to patient and a delay to surgery of less than an hour.